Event description:
It appears the customer reported to philips a possible problem with the battery; however, no details regarding the actual issue were provided. The device was available for use at the time of the event; however, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.